Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to centrifuging (1) bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, a crack was observed in the double wall; the sample was transferred to another tube. There was no health impact or consequences reported.